Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs. Bd received seven q-syte units from the catalog number 8004149, lot number 8239956. One unit was used and in an opened package. Six units were unused and in sealed packages. One photograph was also submitted for review. Through the visual/microscopic evaluation of the used unit, tears in the form of a slit were observed on the septum top disk and bottom disk. There was no physical/mechanical damage observed on any of the external areas of the six unopened q-syte units. A water-leak test was performed where leakage was not confirmed in either the un-actuated or actuated positions on any of the seven units. Damage in the form of a hole was also observed along the column wall with the used unit. Although leakage was not confirmed, the presence of the column tear (hole) is indicative of leakage. The returned representative units did not display any adverse characteristics that would contribute to the defect experienced. A root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. The following information was provided by the initial reporter: I have leaking device from the emergency department from lot: 8239956. The stopcock leaked when blood was collected (not along septum but along the edges). The stopcock was not used to administer drugs. Emergency nurses did not use the gloves, but I was not notified about blood exposur to the mucosal membranes. I have 5 unused stopcocks from the same lot number and original (used) one for the investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. The following information was provided by the initial reporter: I have leaking device from the emergency department from lot: 8239956. The stopcock leaked when blood was collected (not along septum but along the edges). The stopcock was not used to administer drugs. Emergency nurses did not use the gloves, but I was not notified about blood exposur to the mucosal membranes. I have 5 unused stopcocks from the same lot number and original (used) one for the investigation.